Event description:
T-wave oversensing was observed a couple times since implant. Reprogramming was performed however, it would reappear. As such, the lead was explanted.

Manufacturer narrative:
No medwatch form was received.